Manufacturer narrative:
(B)(4). Batch # p92a7a. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the blade tip was broken and couldn't be used. There was no patient consequence reported.